Event description:
This incident was initially reported by the patient, who alleged a fungal infection. Additional information was provided by the treating physician, indicating that the patient was treated for a corneal ulcer believed to have been caused by contact lens misuse and noncompliance. The treating physician indicates that the incident has fully resolved, however, as of the date of this report additional information is unknown on the location, severity, or treatments provided. This event is being reported due to the diagnosis of a corneal ulcer of unknown location, severity, or treatment; it is unknown if medications or medical intervention were required to prevent or preclude a permanent injury. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report (B)(6), 9614392-2024-00009 for second associated incident report.

Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report (B)(6), 9614392-2024-00009 for second associated incident report.